Event description:
It was reported that during central processing, the monopolar curved scissors had small chip and a cutting issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was found to have blade damage at the midpoint/base of the blade. Both of the blade edge were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument grip tips is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument, inadvertent collisions with other instruments or hard surfaces, or abrasive instrument cleaning. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.